Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. No further information reported.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had no button response due to corroded keypad traces. The device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, and cracked reservoir tube lip.